Manufacturer narrative:
The device lot numbers were requested, however no information was provided. A total of 5 seamguard devices were reportedly used in the procedure, three of one item number and two of a different item number. (B)(4). The surgeon who performed the initial laparoscopic sleeve gastrectomy reported there was nothing out of the ordinary or different during the original procedure on (B)(6) 2018. The initial implanting surgeon reported that the patient developed a leak and a general surgeon performed an exploratory surgery on (B)(6) 2018. Additionally, the surgeon reported it is unknown whether the leak was caused by the gore® seamguard® bioabsorbable staple line reinforcement.

Event description:
It was reported to gore that a patient underwent a laparoscopic sleeve gastrectomy on (B)(6) 2018 using gore® seamguard® bioabsorbable staple line reinforcement. It was reported that a leak occurred at the ge junction twelve days post-op. An exploratory surgery was performed on (B)(6) 2018 by a general physician and a jejunostomy tube was placed at that time.